Event description:
It was reported by the patient that he/she has experienced pain in their left knee since the surgery. There is no report of a revision surgery and no x-rays were made available.

Manufacturer narrative:
Very little information has been provided for this investigation. It is unknown if a revision is either planned or warranted. Should additional information be provided to further this investigation, this report shall be updated.